Event description:
Unit failed on a patient in simv (pc) mode. No patient injury occurred. The unit was set up on a patient with an 02 setting of 21 percent and was using an external monitor to verify 02 concentration. During ventilation the unit started delivering 100 percent 02 and had a gurgling noise. The unit was taken to the biomed department where 02 delivery was erratic. The problem was found in the 02 breath start breath potentiometer. The unit is running, with a new potentiometer installed, within specifications.